Event description:
It was reported that the device does not charge battery. Indication light on side of device is lighting when plugged in.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the device history record for serial number (B)(6) showed that this unit passed all acceptance criteria and was compliant upon release for distribution january of 2017. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. The returned device was sent to our service centre for a thorough evaluation. It was found that the case was cracked and the mainboard power connector appeared damaged, causing the device to be unable to charge as reported. It is unknown what caused the damage to the case and the mainboard. However, it is possible that this occurred during transit. The case can also crack if it is cleaned with harmful detergent. Unfortunately, on this occasion we have been unable to determine a definitive root cause of the reported failure mode.